Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer via the rep. The patient reported that the ins stopped working due to not charging the battery. A jump-start was attempted but was unsuccessful. The patient requested that the ins be replaced.

Event description:
A consumer reported via a manufacturer representative (rep) that their implantable neurostimulator (ins) stopped working 2 years ago and the patient had not charged in over two years. The patient had good stimulation coverage when it was in use. A radiology report showed the leads were connected. There were no environmental factors reported that may have led to the event. The rep attempted to interrogate the battery but the clinician programmer was unable to communicate with the ins. A jump start of the battery was unsuccessful. The patient was going to discuss replacement with their physician. No patient symptoms were reported and the ins was indicated for post lumbar laminectomy syndrome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.